Event description:
A report was rec'd that alleges that the tracheostomy tube was deflating at the cuff after 2 hrs in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed. Explanation of method code "other": the actual device involved was returned and is currently in transit to the investigation site.